Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device rc2dat and no non conformances / manufacturing irregularities related to the malfunction were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Related events captured via 2210968-2021-06380 and 2210968-2021-06381 trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unspecified cardiac procedure on (B)(6) 2021 and suture was used. During the procedure, the suture had the needle 'pop off'. A new like suture was used to complete the case with no patient consequences. No further information was provided.